Event description:
MFR received a report from an atty alleging that the left front wheel of the wheelchair broke causing her to be thrown to the floor. As a result of the fall, she sustained a "fracture of the femoral neck of her left hip".